Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was loose and the rotary mechanism switch was detached on the sagittal saw attachment device. It was further determined that the device failed pretest for check the function of the quick saw blade coupling and check tool coupling. It was noted in the service order that the knob would not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.